Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 1627487-2022-03861. It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number: 1627487-2022-03863. The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol